Event description:
It was reported that an atrial lead polarity switch had occurred, and a far field r-wave was present. It was also reported that the lead impedance gradually increased, and the polarity switch occurred after the high impedance. It was noted that the atrial had exhibited oversensing in unipolar and bipolar mode. The atrial lead settings were reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, analysis of the device memory indicated atrial oversensing. Analyst commented, atrial high rate episodes with apparent oversensing of far-field r-waves. Atrial lead impedance stable baseline of approximately 1250 ohms from (B)(6) 2013 until a lead warning and polarity switch occurred on (B)(6) 2014. After polarity switch impedance stable at average of 960 ohms. Lifetime maximum impedance of 1458 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2011. (B)(4).